Event description:
It was reported that the device alarmed for the device failure 42.0002 and made a reset. There were no patient health consequences reported.

Manufacturer narrative:
The affected device was examined onsite by dräger service technician and the service report was made available for further review at the manufacture¿s site. The investigation also considered knowledge gained from comparable cases. Based on the investigation it could be verified that the device detected a deviation within the electronic system which was alarmed accordingly. A temporary deviation within the electronic system can cause a restart of the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system restart is combined with an audible and visible alarm of high priority. The device reacted as specified on a detected temporary deviation within the electronic system and generated a high priority alarm. Reportedly a restart of the device was performed in order to remedy the issue. The device was successfully tested according to the manufacturer¿s specification afterwards. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device alarmed for the device failure 42.0002 and made a reset. There were no patient health consequences reported.